Manufacturer narrative:
Correction ¿ g8 - manufacturer report number 3006705815-2025-06578 submitted on sep 10, 2025, this should have started with 2017865 instead.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with improper healing and slight brownish drainage at the incision site during a follow-up in clinic. Patient was treated with antibiotics, and the entire system were explanted due to infection - implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Manufacturer report number 3006705815-2025-06578 submitted on sep 10, 2025, this should have started with 2017865 instead. Manufacturer report number 2107865-2025-99799 submitted on sep 10, 2025, this should have been 2017865-2025-99853.